Event description:
The customer reported that she was putting new batteries in the new insulin pump she got and the screen was blank and would not turn on. Customer was transferred to help line for further assistance. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.